Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One photo was provided and reviewed. The photo shows the vaccess device loaded on to the unknown sheath. The distal part of the balloon was seen protruding at distal end of the sheath. Prolapsing was noted at the distal tip of the balloon. Blood residues were seen throughout the balloon. No other anomalies were noted. Therefore, the investigation is confirmed for the reported sheath removal difficulty as prolapsing was noted at the distal end of the balloon, which could have caused the difficult in retracting the device through sheath. A definitive root cause for the reported sheath removal difficulty issue could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (lit; dqy), a2 (age at time of event), a3a (sex), a4, d4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the vaccess pta balloon catheter. During the procedure the balloon was allegedly got stuck in the sheath. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the vaccess pta balloon catheter. During the procedure the balloon was allegedly got stuck in the sheath. There was no reported patient injury.